Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty oxygen blender. The service technician replaced the oxygen blender and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1200 was delivering less oxygen than what was set while connected to a patient. The customer confirmed no intervention was needed and there was no patient harm associated with the reported issue.